Manufacturer narrative:
Concomitant products: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter; product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).

Event description:
It was reported that the patient was admitted to the emergency room (ER) on (B)(6) 2013 for pain management. The patient reported headaches and neck pain. It was noted the health care provider (hcp) was to contact the patient¿s managing physician. The pump system was being used to deliver fentanyl. It was later reported that the patient¿s medication had been changed 3 times and he had a 67% increase last time. The patient noted he had been in the hospital multiple times for other health related reasons (for his back) and noted he has had quite a few surgeries in the past besides the implant. The patient noted that on (B)(6) 2013, he experienced cerebrospinal fluid (csf) headaches from the spinal tap, and was kept at the hospital after implant for 4 days to treat the headaches. The pump was also being used to deliver morphine. It was later reported that the patient¿s pain seemed to have gotten worse and the patient felt like someone else was controlling his pump. The patient noted never having therapeutic effect and stated he has had problems since the surgery and his pain seemed to have gotten worse. The patient noted he was not taking any oral medications besides ibuprofen. The patient noted his doctor gave him more medications but he stopped taking them all because he wanted to see how the pump worked. The patient was redirected to his hcp. It was later reported by the hcp that the patient was new to the pain pump and that they had been increasing his dose and that they discussed with him not going off his oral medications. The hcp stated they have reminded the patient several times that it would take numerous adjustments to find the dose that worked for him. The hcp also noted that the headaches and neck pain were some of the previous issues the patient had prior to implant. It was noted that no troubleshooting was performed on the pump as no alarms had been observed, and no reservoir discrepancies had been observed and there had been no indication that the pump was not working properly. The hcp noted that they have been continuing to work with the patient and that the patient has not had the pump long enough for them to get him to the desired level of pain medications the patient felt he needed. No interventions were planned. They have not heard from the patient since his last refill on (B)(6) 2013. Additional information has been requested, but was not available as of the date of this report.